Event description:
It was reported that the fluid warmers pressure chamber has a wider hinge assembly. The customer was concerned that this can potentially impact the amount of pressure exerted. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown no information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2023-00514 is no longer considered reportable, please disregard any reports associated with it.